Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced dizziness and some missed beats were also observed. The right ventricular lead exhibited increased capture threshold and it was also noted that the lead impedance had dropped from 830 to 600 ohms. The lead had perforated the patient and was repositioned successfully.